Event description:
It was reported that pump was not charging when user attempted to charge it. There was no reported impact to the customer¿s blood glucose level. Customer switched charging cables during call, after which pump charged properly, no replacement equipment was provided, no follow-up was needed, and customer was satisfied.